Event description:
During an ablation procedure a faradrive steerable sheath clear was selected for use. It was reported that during preparation it was noted that the faradrive sheath had white marks on the distal end of the handle when pulled out of the box, and the scrub tech did not feel comfortable using it. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.

Manufacturer narrative:
The device was returned for analysis. The complaint for foreign material present in device was not confirmed through analysis. Visual inspection of the sheath confirmed the white marks on the sheath handle. A similar faradrive sheath was sent to the arden hills analytical lab for material analysis of the white fm. Ahal test results determined the white fm to be consistent with saline and bodily fluid. Functional evaluation of the returned sheath observed the device to achieve and maintain deflection but noted minor resistance during the rotation of the steering knob. Dissection of the sheath handle identified the friction gasket adhered to the distal surface of the screw component and torn from its previous location, identified by the remaining silicone base still adhered to the shaft of the sheath.

Event description:
During an ablation procedure a faradrive steerable sheath clear was selected for use. It was reported that during preparation it was noted that the faradrive sheath had white marks on the distal end of the handle when pulled out of the box, and the scrub tech did not feel comfortable using it. The sheath was replaced, and the procedure was completed without patient complications. The device has been returned.